Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the right ventricular (rv) lead was observed to be dislodged. Diagnostic imaging was performed and confirmed rv lead dislodgement. The issue was resolved by explanting and replacing the rv lead. The patient was in stable condition.